Event description:
The citation alleges that after roadrunner fixed the chair, the consumer sat in the chair to "try it out". Before the consumer sat down, the chair allegedly took off and ran over his toe, causing his foot to become lodged underneath the chair. The alleged injury resulted in amputation of the consumer's toe.

Manufacturer narrative:
Manufacturer received summons alleging a power wheelchair was serviced. After the chair was serviced went to sit in the chair and functionally operate the chair at this service facility. While doing so the chair reportedly ran over his toe resulting in an amputation of his toe. Its unclear if chair was powered off prior to user transition into their chair. Current user guide covers this area. MDR filed based on alleged serious injury.